Event description:
It was reported by a user facility that "months ago" a saline bag refilled during recirculation. There was no pt involvement. The on-site biomed tech replaced the air separator and the issue resolved.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.